Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device has been received and is under evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this pb840 ventilator alarmed and displayed an "operation failure" message. Ventilation stopped, and the safety valve open (svo) light was on. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section d9 was updated due to returned parts section h6 evaluation codes were update due to analysis of returned parts method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 and c07 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g0413501 section h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb840 ventilator alarmed and displayed an "operation failure" message. Ventilation stopped, and the safety valve open (svo) light was on. The device was available for evaluation. A review of ventilator logs confirmed the loss of ventilation. The service personnel (sp) inspected the unit and replaced the inspiratory flow sensors for air and oxygen (o2) and the proportional solenoid (psol) for air. The unit passed all the required calibrations and tests as per the manufacturer's specifications at the time of service. Two flow sensors were returned to medtronic for analysis: the returned components were visually inspected and functionally tested with no malfunction or product deficiency observed. One psol for air was returned to medtronic for analysis: a visual inspection of the returned psol revealed no external anomalies. The psol was installed into a failure investigation test ventilator for analysis. Unit failed est with o2 psol leak. The psol was taken apart, revealing visible contamination on the poppet. If a failure of the psol occurs while in use on a patient, the ventilator¿s response would be a loss of ventilation. The cause of the event was isolated to a faulty psol for air. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.